Manufacturer narrative:
The technician isolated the issue to worn casters. He replaced the four casters to repair the stretcher.

Event description:
Information received indicates all four casters continue to swivel when in brake mode.